Event description:
Patient was revised due to pain, elevated cocr levels and osteolysis. It was also noted that there was corrosion on the taper sleeve and trunion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination sinces its release to distribution. A review of device history records and material certifications did not identify any related manufacturing deviations or anomalies. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleged metallosis. Added hospital, surgeon, lawyer, law firm, manufacturing date, expiration date and UDI of impacted products. Doi: (B)(4) 2008 dor: nov. 07, 2011 (right hip).